Manufacturer narrative:
The device was returned to greatbatch medical and eval is in process. Once greatbatch medical completes the investigation, a supplemental medwatch form will be submitted. Complaint info was provided by zimmer.

Event description:
It was reported the reamers have become dull during the procedure which resulted in inconsistent reaming. Another set of reamers was used to complete the procedure. No pt injury or adverse events reported.